Manufacturer narrative:
One osseotite® tapered certain® implant 5 x 11.5mm (xifnt511) was returned for investigation. Visual inspection of the as returned product identified signs of wear from use about the implant threads and drive feature. Implant dimensions are within specification (cal312, 0-6" caliper, calibration due: jun 11, 2021). No pre-existing conditions were noted on the per. The reported product was located on tooth # 19 (universal) and used for approximately 1 months. The reported event could not be recreated due to the nature of the dental device and event (medical condition). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2019021390. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Based on the router, no devices were rejected based on raw material preparation. Complaint history review was performed for the reported lot number (2019021390) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that patient had keystone implant placed on (B)(6) 2020. There was an abnormal tissue response initially attributed to sutures, but did not subside once sutures were removed. Decided to remove implant and place a 3i xifnt511 at tooth location # 19. Patient continued to have irritation and discomfort. Removed implant, referred patient for allergy testing prior to replacement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: allergic reaction, irritation, discomfort and pain.